Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the hospital with loss of capture and undersensing observed on the right atrial (ra) channel. An x-ray was taken and a ra lead fracture was confirmed. Surgical intervention was performed and the ra lead was abandoned and replaced. No additional adverse patient effects were reported.